Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 321 mg/dl. The patient did not recall any significant events that led to the incident. The insulin pump was exposed to a sonic scan. The customer may have had an MRI in the last few months and the unit may have been exposed to it. The patient was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. No motor error alarm was noted. A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. The motor tested okay.